Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw2517 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC had a hole/split near the extension on the end. The PICC was trimmed and repaired with a repair kit. The PICC length was 40cm at entry site and secured with securacath.